Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported being hospitalized for eight days due to significantly elevated blood glucose levels. The patient passed out at home, prompting emergency medical services to transport him to the hospital. At the time of the incident, the patient was wearing pod for an unknown duration of use. Due to memory loss surrounding the event, the patient was unable to recall specific symptoms, the diagnosis received or the treatment administered during the hospitalization. The patient returned home following discharge. The pod in question was discarded at the hospital, and the patient was unable to provide device-specific details due to vision difficulties.